Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the touchscreen of the adc device was unresponsive and was therefore unable to obtain readings. The customer was unable to walk or stand on their own and required treatment of apple juice provided by a third-party. There was no report of death or permanent injury associated with this event.